Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported three screws broke during insertion. Upon follow up, it was stated the screw penetrated the bone, another insertion point and smaller screw was used to complete the procedure. The tips of the broken screws remained in the patient's bone and the broken screw heads were discarded by the facility. There was no delay to the procedure; the issue was quickly resolved by using a different screw size.